Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that contamination was detected with bd plastipak¿ 3ml luer lock syringe during sterility test. The following information was provided by the initial reporter: during the batch sterility test contamination was detected on the 11th day of testing, showing positive reading daily for thioglycolate fluid. Additional information: the opening was made on the local indicated to open the package. The package was sterilized with filtered 70% alcohol. The customer did not noticed any alteration in the package before the test. Additional information: the test done was membrane filtration. The test was done in a clean room. There was no contamination during the test. The room have certificate. The test was perform in laminar flow. The individual equipment used was: sterile suit, sterile gloves, mask and glasses. The customer used negative control during the test. The culture was controlled and not contaminated. The technical that perform the test has validation.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrence potentially related to the occurrence was observed. The photo and information sent by the customer was verified and the retain sample were evaluated and no non conformances were observed. The evaluation of production records shows all sealing parameters meet the specification. The evaluation of sterilization records shows all parameters meet the specification. Also, an evaluation looking for the sterility test criteria was performed by the microbiology bd. Based on the investigation information it was not possible to confirm the occurrence.

Event description:
It was reported that contamination was detected with bd plastipak¿ 3ml luer lock syringe during sterility test. The following information was provided by the initial reporter: during the batch sterility test contamination was detected on the 11th day of testing, showing positive reading daily for thioglycolate fluid. Additional information: the opening was made on the local indicated to open the package. The package was sterilized with filtered 70% alcohol. The customer did not noticed any alteration in the package before the test. Additional information: the test done was membrane filtration. The test was done in a clean room. There was no contamination during the test. The room have certificate. The test was perform in laminar flow. The individual equipment used was: sterile suit, sterile gloves, mask and glasses. The customer used negative control during the test. The culture was controlled and not contaminated. The technical that perform the test has validation.